Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12500 and 12501. It was reported the physician removed and replaced the ipg and leads due to system no longer working. Note the patient received two leads from different lot numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.